Event description:
International affiliate reports infection occurred with implanted bactiseal catheter. The customer believes the catheter should have prevented the infection from occurring.

Event description:
Additional information provided:there had been no shunt problems for eight years and then the patient had multiple revisions. Ten days prior to shunt removal, the patient had a fever and sore throat with raised crp.s epidermidis was isolated in small amounts from a csf sample. The csf protein level was high and the cell count was 12/omm. Ventroculitis was suspected and the shunt was removed.